Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the graft obtuse marginal. One day post index procedure, post procedure mi was reported. Patient's medication was increased. Target vessel was not involved. The patient recovered. The investigator assessed the event as casually related to the index device and antiplatelet medication.

Manufacturer narrative:
Cec assessed the event as a non qwave mi target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the non-q-wave mi (target vessel), mdt extended historical reinfarction post pci as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessment of mi was non-q-wave mi (target vessel), mdt extended historical reinfarction post pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mi occurred in the 2nd obtuse marginal. The patient has a medical history of atrial fibrillation and cad. Cec adjudicated the event date as the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.